Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and the r56 thermistor on the power supply board was found to be burnt. The thermistor was dimensioned incorrectly and not able to withstand the current flowing through it when the compressor was turned on. This was determined by an investigation conducted for a similar complaint. The power supply board was replaced with a newer version board and the issue was resolved. Reference complaint (B)(4)."

Event description:
"On (B)(6) 2013, at (B)(6) hospital in (B)(6), it was reported that the hcu 30 base unit 100-120 v (serial number (B)(4)) would not build an ice block. The display showed a snowflake symbol indicating that the compressor was running however the unit was not cooling. Reference complaint (B)(4)."